Event description:
During implant attempt and after several repositioning trials, the tip of the subject lead partially separated from the lead body, as seen under x-ray. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusion: the analysis confirms the detachment of the lead tip as described by the physician. Evidence of proper mfg (glue residue) was observed in this region. The damage identified to the svc defibrillation coil indicates that the lead was extracted though a constricted opening (perhaps through a sharp bend in the introducer or through some physiological feature, as in the subclavicle region). The damage to the lead tip was most likely caused by extraction of the lead through this constricted opening utilizing excessive tension at some point during the several repositioning attempts. Furthermore, the damages identified to the lead are not considered to be mfg defects, because of the controls in place to disallow such defects.